Manufacturer narrative:
Tracking #.50608.

Event description:
It was reported that the ems was used during a hernia repair. It was reported by the affiliate that the staple magazine did not move forward, thus no staples came out. Finally the pressure at the handle was raised and as a consequence, the whole magazine came out at the top.